Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was experiencing high blood glucose. It was found the customer was experiencing low blood glucose and over corrected for their low blood glucose, causing high blood glucose. The customer's blood glucose rose to 480 mg/dl. The customer reported feeling nauseous and numbness from their high blood glucose. The customer has treated their high blood glucose with manual injections. Customer also reported they had forgotten to take the needle of their infusion set. Customer's blood glucose was declining by the end of the call. No additional information provided.